Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant was attempting to transfer the patient from automated impella controller (aic) to aic after being sent from community to tertiary center. During attempted bag & cassette change the screen froze with ¿please wait¿ and the progress bar not progressing. After a period of time the aic would begin to alarm ¿please complete¿ however the screen remained frozen in this alarm state. Aic 12058 was powered off and re-started in between the two separate attempts to complete this transfer with the same result. After the failed second attempt, transport was completed with the original aic that case support had started with. There was no patient harm.